Event description:
Patient reports having injection site issues stating that injection hurts sometimes and (B)(6) 2025 couldn't injection medication due to syringe not pushing. Patient reports missing dose on (B)(6) 2025 due to the syringe not pushing.

Manufacturer narrative:
Investigation report pending from contract manufacturing organization (cmo) ii. Cmo I: complaint sample was not returned. The impacted batch was manufactured per the specifications and was released. No deviations were documented for the impacted batch. No indication for a root cause within the cmo processes was found.

Manufacturer narrative:
Contract manufacturing organization (cmo) I: complaint sample was not returned. The impacted batch was manufactured per the specifications and was released. No deviations were documented for the impacted batch. The results of the visual inspection as well as the aql testing met the specifications. No indication for a root cause within the cmo processes was found. Contract manufacturing organization (cmo) ii: the documentation review concluded that assembly instructions and storyboards were clear, personnel were trained and followed the master packaging record, all components and equipment met specifications, and there was no evidence that method, materials, equipment, personnel, or environment contributed to the reported failure. Because no sample or images were available, and no process related issues were identified, the root cause was not confirmed.

Event description:
Patient reports having injection site issues stating that injection hurts sometimes and (B)(6) 2025 couldn't injection medication due to syringe not pushing. Patient reports missing dose on (B)(6) 2025 due to the syringe not pushing.

Manufacturer narrative:
Investigation report pending from contract manufacturing organizations (cmos). Section g8: (B)(4).

Event description:
Patient reports having injection site issues stating that injection hurts sometimes and (B)(6) 2025 couldn't injection medication due to syringe not pushing. Patient reports missing dose on (B)(6) 2025 due to the syringe not pushing.